Event description:
It was reported that a user replaced a dexcom g6 sensor and had not started it on the ilet, with indications of an incorrect or missing pairing code entry and an attempt to pair the wrong sensor type, after which the agent guided the user to stop the old sensor, start the new sensor on the ilet, and correctly enter the pairing code to initiate warmup. Symptoms included no adverse clinical effects. Outcomes included successful initiation of the sensor warmup and restored cgm setup on the ilet. Investigation included remote troubleshooting and user education regarding correct sensor start and proper code entry. Investigation of this case revealed user setup error related to sensor pairing and workflow, with no device hardware or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and pairing.